Event description:
Rptr began to be sick about a yr. After implants, with recurring sore throat, kidney trouble, became very ill in 1984. Rptr was out of work for two yrs. Rptr was able to go back to work for six yrs. Then began to have a lot of problems with sinuses, kidneys, and loss of use of arms at times, muscles disorder, trouble with hands & feet and was finally diagnosed with fibromyalgia, chronic fatigue, & lupus in 1994 presently disabled.